Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that there was some blood on the retriever device. The third party manufacturer ace microcatheter used during the procedure was also returned. The ace catheter was full of blood and was accordion wrinkled and deformed between approximately 110.0cm to 125.0cm from its proximal end. No other anomalies were observed. Functional testing was performed with the returned retriever, insertion tool, and a demonstration microcatheter. The returned retriever advanced out of the insertion tool normally and into the demo microcatheter without any friction. The retriever was introduced and advanced out of the microcatheter through its distal end. Information available from the reported issue indicated that an ace catheter was used in the procedure the physician used a device that was not listed as a compatible microcatheter in the dfu. Per the device dfu, "compatibility of the retriever with other microcatheters has not been established. Performance of the retriever device may be impacted if a different microcatheter is used." It is likely that not using a compatible microcatheter as listed in the dfu could have contributed to the reported and observed damages. Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
It was reported that it was difficult to withdraw the retriever. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that it was difficult to withdraw the retriever. There were no reported clinical consequences to the patient.